Event description:
Initial information received from a health care professional via a sanofi-aventis sales representative on (B)(6) 2011: a female who received poly-l-lactic acid (sculptra aesthetic, lot # and exp date unknown) injection on (B)(6) 2011 reported she was having some sort of allergic reaction, consisting of itching, inflammation and persistent erythema. Treatment measures included antibiotics and steroid. No further information reported.